Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a cracked display on their insulin pump. It was reported that he drive support cap was loose. It was reported that the device would be returned and replaced. No further information provided.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted also, no cracked on display window noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.